Event description:
It was reported, the physician was utilizing a sidewinder blade arthrowand to arthroscopically remove loose material in a patient's hip. While performing the procedure, the wand suddenly stopped functioning, forcing the physician to complete the procedure using handheld graspers. Although, the procedure was completed, the physician indicated the surgery was extended 20-30 minutes as a result of the wand malfunction. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements, no patient information was available.